Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received five inappropriate shocks due to noise that was being oversensed. This resulted in therapy being exhausted. It was noted the morphology was a wide complex. Additionally, the patient's family reported that the patient was unconscious at the time and cardiopulmonary resuscitation (CPR) was performed and the call dropped. At this time, the system remains in service. No additional adverse patient effects were reported.